Event description:
On 09 may 2025, leica biosystems received the following information: ¿2 runs impacted, both retorts under processed tissue, large specimens/protocols.¿ on (B)(6) 2025, the local assigned leica senior field applications specialist ¿ core histology, (B)(6) (fas) provided support to the customer and documented the following: ¿after using the hydrometer to test the ethanol, I discovered that bottle six had the incorrect concentration. The software indicated a concentration of 99 percent, but my testing showed it was actually (B)(4) percent. Bottle six was replaced prior to the affected runs.¿ the reagents on the instrument were replaced and all subsequent test runs were successfully completed. The fas documented the affected patient tissue samples were derived from one (1) ¿breast current¿ protocol executed in retort a comprising (B)(4) cassettes which started at 21:16 on (B)(6) 2025 and completed at 13:27 and one (1) ¿breast current¿ protocol executed in retort b comprising (B)(4) cassettes which started at 16:14 on (B)(6) 2025 and completed at 09:04. The type(s) and size(s) of affected patient tissue was documented as ¿breast¿ and ¿3mm to 4.5mm¿, respectively. The affected tissue artefact was described as ¿under processed¿, and the affected patient tissue samples were re-processed by ¿direct reprocessed¿. On (B)(6) leica biosystems (B)(6) received the following information from the leica senior field applications specialist ¿ core histology, new york, new york that ¿all cases are diagnosable, and all cases were signed out.¿ no adverse consequence(s) to a patient(s) has been reported to the manufacturer.

Manufacturer narrative:
Investigation of this complaint found the instrument functioned as designed during the execution of both the ¿breast current{f83}¿ protocol comprising (B)(4) cassettes which started in retort b at 16:14 on (B)(6) 2025 and completed successfully at 09:00 on (B)(6) 2025 and the ¿breast current{f83}¿ protocol comprising 212 cassettes which started in retort a at 21:16 on (B)(6) 2025 and completed successfully at 13:25 on (B)(6) 2025, from which sub-optimal tissue processing was reported by the customer. Though the instrument logs show bottle 6 (ethanol) was not in contact with the corresponding sensors for a period of time that is sufficient to replace the reagent in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris / peloris ii user manual, information received from the assigned leica senior field applications specialist ¿ core histology, (B)(6) (fas) detailed ¿¿bottle six had the incorrect concentration. The software indicated a concentration of 99 percent, but my testing showed it was actually 90 percent.¿ based on the information provided by the fas, bottle 6 (ethanol) would have contained ethanol at a concentration of 90%, which is not appropriate for use in the final dehydrating step of a protocol. As detailed in section 8.1 of the leica peloris/peloris ii user manual, ethanol with a minimum concentration of 98% is required for use in the final dehydrating step of a protocol. The consequences of using ethanol at a concentration below the minimum required for the final dehydrating step in a protocol are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. Based on the information provided, the root cause for the sub-optimal tissue processing reported by the customer was the use of an incorrect reagent below the minimum ethanol concentration of 98% required for use in the final dehydrating step of a protocol. Section 5.3.2 of the leica peloris/peloris ii user manual contains the following specific warning: ¿always ensure that the reagents configured in the software are the actual reagents loaded on the instrument. A station containing different reagent could damage tissue samples.¿ although the information available indicates that no patient cases were affected, the circumstances involved in this complaint have previously resulted in serious injury. No adverse impact on the quality of processing of patient tissue samples has been reported to the manufacturer in association with the circumstances involved in this complaint.